Event description:
A knee arthorsocpy procedure was in progress for about one hour. When the surgeon tried to use motorized shaver, the equipment would not operate. The procedure was discontinued. Surgery was re-scheduled for seven days later.